Manufacturer narrative:
Correction: the lay-user/patient contacted animas on (B)(6) 2011, alleging that keypad button presses did not activate desired pump functions.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), 2011, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the buttons were sticking and the pump had a delayed response to button presses. The patient did not allege any harm or injury because of the reported issue.